Event description:
It was initially reported that the patient had passed away. The death was unexpected. The patients generator was at end of service at the time of death and clinic notes dated 2 weeks prior to his death noted that he had the best seizure control that he has ever had in his life. Attempts for additional information have been unsuccessful to date.

Event description:
The nurse reported that the patient passed away from sudden unexplained death in epilepsy (sudep), and the physician's office does not believe that the patient's death was related to vns.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.